Event description:
The patient called alleging that the meter powers off during use. On 12/1/2004 at 5:00 am the pt contacted a medical professional for phone advice. He ate food and/or drank a beverage after attempting to use the meter. He did not experience any symptoms at the time of testing. The batteries were replaced less than a year ago and the battery contacts were in good condition. The meter shuts off before the time is up. Customer service had the patient replace the batteries and retest and the issue was not resolved. Customer service sent the patient a replacement meter and supplies. Based on the information provided, this case is being documented as a malfunction, since the power issue was not resolved.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.